Manufacturer narrative:
Additional information received: it was confirmed that none of the adverse events reported in the journal article were related to medtronic stents. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; complicated acute type b aortic dissection: update on management and results pruitt ey, scali st, arnaoutakis dj, back mr, arnaoutakis gj, martin td, beaver tm, huber ts, upchurch gr. J cardiovasc surg (torino). 2020 dec;61(6):697-707. Doi: 10.23736/s0021-9509.20.11555-6 g.2 PMA number estimated as its an unknown medtronic stent graft. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic stent grafts and non mdt stent grafts were implanted as part of tevar procedures for the treatment of acute complicated type b aortic dissections on unknown dates. The following malfunctions were reported; false lumen perfusion, endoleaks the following adverse events were reported; stroke, renal, cardiac, pulmonary, sine, ischemia, wound, bleeding patient deaths were reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.